Event description:
It was reported that following a stenting treatment procedure, stent thrombosis occurred. The procedure treated the target lesion located in the left anterior descending artery with an unspecified promus element plus stent. Under imaging, the stent was well deployed. The patient was medication compliant and plavix levels were sufficient. However, 28 days later, the patient presented with stent thrombosis. Treatment utilized an aspiration catheter, poba and the placement of an additional stent. No further patient complications occurred and the patient status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).